Event description:
It was reported that there were telemetry issues. The patient had their third overdischarge. The third overdischarge occurred three days after the overdischarge in (B)(6) 2012, which was the second overdischarge. It was later reported that the cause and number of overdischarge was unknown. The manufacturer representative was working with the physician¿s office to set up a patient appointment. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was not very determined to the physician mode recharge (pmr) done. It was noted that the patient cancelled her last appointment. It was also noted that the health care professional's office only allowed 1 to 2 appointments per month for trickle charges/pmrs or any issues that require longer time periods of attention. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient confirmed the device had three overdischarges. The manufacturer's representative was attempting to see the patient to conduct a physician mode recharge (pmr) to determine if this was, in fact, the third overdischarge. However, the manufacturer's representative had not seen the patient recently. The patient had not been able to meet with a manufacturer's representative due to insurance coverage and the physician office only allowing a short visit. In addition, the patient lived three hours away from the physician¿s office. The manufacturer's representative had not discussed plans for the patient with the physician. The patient did not know when she charged her device. Once the manufacturer's representative met with the patient he would have more information. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 205720001, implanted: (B)(6) 2010, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).